Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Analysis and results: there is a previous complaint of this code batch regarding the same issue, the case was closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 11 closed and 2 open and unused samples. The open samples have the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and one of the units tested does not fulfill the minimum value required by the european pharmacopoeia (ep): 1.15 kgf in average and 0.04 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Although the ep accepts one value below the minimum in 15 tested units, as we have only received 11 closed and the 2 open samples received were unused and already detached, we consider the complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle detaches from the thread very easily or is already detached.